Manufacturer narrative:
Follow-up #2 06/09/2015 device evaluation: the product has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
Device evaluation: the cartridge has been returned but has not yet been investigated; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. No defect was found related to the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 28 mmol/l related to air bubbles in the cartridge. No additional information was provided. This report is made based on the allegation that the patient experienced hyperglycemia associated with air bubbles which remained unresolved at the time of contact.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.